Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was functional as intended throughout the procedure. Then, after taking out the farawave catheter, the physician aspirated and flushed the sheath and leaking was noted from the faradrive flush port. It appeared to be cracked and was leaking from that crack. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was functional as intended throughout the procedure. Then, after taking out the farawave catheter, the physician aspirated and flushed the sheath and leaking was noted from the faradrive flush port. It appeared to be cracked and was leaking from that crack. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.